Event description:
It was reported that during implant attempt, there were high thresholds and low impedance. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disc evaluation summary (B) (4) full lead was returned and no anomalies found. It was noted that the proximal conductor was distorted.